Event description:
A hosp physician reported that details of a pt examination (pt "x") were entered into an olympus software program, endo works, version 6.3. According to the physician, the report printed correctly. The physician explained that when the report was uploaded from the endo works systems to the hosp's computer program under pt x's name, the report had the same of another pt (pt a). Hosp personnel do not know pt a. Next, when the physician attempted to pull up the report of pt x in the endo works system, he was still getting the text report for pt a; the identifiers and pictures were of pt x. Note that the physician mentioned earlier that the initial report printed correctly for pt x.